Manufacturer narrative:
Method: a service visit was not requested by the customer.result: erroneous results generated.conclusion: a definitive root cause for the event has not yet been determined. A sample-related issue may be a contributing factor to the event.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously low high density lipoprotein (hdl) results for 1 patient sample assayed on the unicel dxc 800 pro synchron chemistry analyzer. The patient results were not reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that two erroneously low hdl results were generated with similar results obtained from both analyses. The patient sample was then diluted 1:2 and re-assayed. The higher hdl result obtained from the re-assay was reported. The customer reported that other chemistries were run at the time of the original hdl result but none of those assays were repeated. No other patient samples were impacted at the time of the event. Based on the hdl results obtained, a sample-related issue may be a contributing factor to the event. A service visit was not requested by the customer.